Manufacturer narrative:
No unexpected pump error 15 or pump error 4 alarms during testing however, pump error 15 alarm, line number 213 file number 30, and pump error 4 alarm are found in the formatted history file due to a software error. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed multiple power errors. Customer's blood glucose levels at the time of the incident are unknown. No significant events leading to the alarms were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.